Manufacturer narrative:
The device was returned to stryker product assessment center (pac) maastricht for further investigation. During evaluation at pac maastricht, the reported and observed issues were verified. The root cause was determined to be a faulty reed switch. Returned device was archived by stryker maastricht.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not power up when lid is opening. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not power up when lid is opening. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device will be returned to stryker for evaluation and customer will receive a replacement. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.